Event description:
One patient sample with discrepant estradiol results. Initial result 3.900 pg/ml. Same sample repeated in 2007, gave result of 952 pg/ml. Sample was diluted and retested, confirming result of 952 pg/ml. A different sample from the sample pt was drawn and tested in 2007, gave result of 1251 pg/ml. No information provided determine if results were used to guide therapy. The investigational unit was unable to determine a specific cause for the discrepancy.